Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered handle. No visual abnormalities were noted for the handle. The device memory was reviewed and multiple error codes were noted. During functional evaluation, a test battery was inserted into the returned handle. Upon battery insertion, the handle successfully powered up, after which the device error lights illuminated. The handle was then disassembled and electrical continuity testing found a break in connection on the bldc board. The potential root cause of the observed conditions is damage to the bldc caused by heat stress at the solder station. A product enhancement has been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic low anterior resection the powered handle was attempted to set up for the first fire during procedure. When the battery pack was inserted, status indicators on both sides of the handle illuminated blue. Reinserting the battery several times, nothing improved.